Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on (B)(6) 2015. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, date of explant, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Patient reported right side "has enlarged due to inflammation." Healthcare professional reported right side "large collection of fluid around implant," right side erythema, and the right side is swollen and inflamed, with 500cc of fluid around the implant. Patient was diagnosed with anaplastic large cell lymphoma (alcl) in "(B)(6) 2017." As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: pain- pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient representative reported patient ¿suffered debilitating side effects from bia-alcl including lymph node swelling in armpits, pain and swelling in right breast, soreness, debilitating exhaustion, and a compromised immune system¿ and alleges ¿patient suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, [¿]¿, ¿[¿] disability and loss of enjoyment of life, all of which will continue in the future¿, and ¿injuries which are permanent and continuing in nature¿.

Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "has enlarged due to inflammation." Healthcare professional reported right side "large collection of fluid around implant," right side erythema, and the right side is swollen and inflamed, with 500cc of fluid around the implant. Patient was diagnosed with anaplastic large cell lymphoma (alcl) in "(B)(6) 2017." As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. The device has been explanted.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received from patient representative noted "mass next to silicone implant question lymphoma, anaplastic large cell lymphoma, alk negative, lymph node right axilla, biopsy positive for involvement by anaplastic large cell lymphoma alk negative". "Cd30 lymphoproliferative disorder pending further studies for additional classification", needle core biopsy fragments with necrosis and large areas of large anaplastic cells within a lymphoid background".